Event description:
Chair released backwards one notch after being set for surgery. Nurse anesthetist caught the chair, and the pt, already unconscious from anesthetic, was unharmed. Surgery had not begun; however, there was concern with the possible injury if surgeron had been in the process of operating.